Manufacturer narrative:
As allowed by exemption #(B)(4) (the importer) is submitting the report on behalf of (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it to be complaint with 21 cfr part 803 and out of an abundance of caution. Conclusion - the pt was under care of a neuropath and receiving detox treatment. The pt did not report having allergy testing to determine if she had allergic reaction. Allergies to dental materials are rare, but documented. The directions for use for venus diamond states "do not use venus diamond in pts, which are allergic against the ingredients of venus diamond." The pt has not reported seeing an allergist so cause of symptoms is unk at this time. The pt had a previously placed venus diamond composite restoration. The dentist stated she did not have any adverse reactions to that restoration. The pt had suffered from food poisoning the week this complaint was reported to heraeus. There are several potential causes such as the detox treatment and food poisoning. No testing was reported to have taken place to prove that the venus diamond caused or contributed to the symptoms experienced by the pt. Venus diamond has been safely used on the market since 2009.

Event description:
Imp ref #(B)(4).